Event description:
It has been reported that on several occasions the cord clamp allowed blood leakage. The infants were just a few hrs old when bleeding was noted. A second clamp was applied. All reports indicated that post surgery the clamps were secure however, they appeared to not close tight enough. No medical treatment or add'l testing were performed.